Event description:
It was reported that the patient presented to the or for normal device change-out. Externalized conductors were observed via fluoroscopy. All electrical measurements were normal. Lead was connected to a competitor device and remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.